Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a facility performed a controller exchange as a result of a multiple 'controller fault alarms'. No harm or injury to the patient was reported as a result of this incident. The exchanged controller was returned to the manufacturer for evaluation. The controller ((B)(4)) passed visual and functional testing. However, evaluation confirmed the reported 'controller fault alarms' event. The root cause for the reported "controller fault" alarm was found to be a failure of the automatic power switching circuit associated with reverse bias leakage current, likely a result of a compromised component supplied by an external manufacturer. The manufacturer has an open internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from israel that the controller had multiple controller fault alarms. The patient performed a controller exchange. The device was removed from service and the patient was issued a replacement device. The device was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.